Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to stem loosening. The stem and head were revised. Rep confirmed there were no allegations against the revised head and that no further information will be released by the hospital or surgeon.